Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states that following the implant of the depuy prosthesis the patient developed pseudotumours although the blood values were below the alert values. The prosthesis was revised. Notification was received stating that no further information is available. A review of manufacturing records of lot 1125701 identified no anomalies. A review of manufacturing records for lot 1847565 identified that the lot number referred to a different product code. Without the correct lot number a review of manufacturing records cannot be conducted. A complaint database search of product codes 136553000 and 121887358 did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is available the complaint will be reopened and investigated further. No further actions are identified.

Event description:
Following the implant of depuy prothesis, the patient developed pseudotumors although the blood values were inferior at the alert values.